Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced pain at the implantable pulse generator site. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein the ipg was moved to the right abdomen. There were no complications during the procedure. Therapy was restored. Patient was stable.